Event description:
Review of the vns programming history database in-house revealed that a faulted system diagnostic test occurred on (B)(6) 2008, and a final interrogation was not performed. Upon initial interrogation on the subsequent visit on (B)(6) 2008, the settings were at unintended parameters at 0ma. The settings were corrected on this same visit. Manufacturer labeling indicates to perform a final interrogation prior to leaving the clinic to identify such programming anomalies. No patient adverse events were reported as a result of the anomaly.

Manufacturer narrative:
Analysis of programming history.